Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na), ise potassium (k) and ise chloride (cl) for six patient samples, but only provided data for two of those samples. It was determined that the two samples had erroneous results that were reported outside of the laboratory. All results are in mmol/l. Patient 1 had an initial na result of 126, which was reported outside of the laboratory. The sample was repeated on another instrument and generated a repeat result of 135. The customer deemed the repeat result to be the correct result. The patient had not been treated based on the erroneous result. There was no adverse event. Patient 2 had an initial na result of 129, which was reported outside of the laboratory. The sample was repeated on another instrument and generated a repeat result of 138. The customer deemed the repeat result to be the correct result. The patient had not been treated based on the erroneous result. There was no adverse event. The customer had indicated that all four electrodes had been replaced on (B)(6) 2013. The customer also indicated that on (B)(6) 2013, they had low ise results. They calibrated and resolved the issue. The customer refused to provide further information about the results from (B)(6) 2013. The lot number and expiration date of the na electrode was requested, but was not provided by the customer. The field service representative found fluid under the electrodes, and a possible problem with the internal standard bottle. He removed one of the internal standard reagents and dried the fluid under the electrodes. He also replaced the reference electrode. He performed a precision run before and after his actions. After service, the precision shifted up and matched the other analyzer. The customer performed calibration and qc with normal results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but not provided.